Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown knee vanguard femoral cat#:unk, lot#: unk; unknown knee vanguard bearing cat#:unk, lot#: unk. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00260, 0001825034 - 2018 - 00261, 0001825034 - 2018 - 00263. Product location is unknown.

Event description:
It is reported that the patient received injections to treat post-operative pain following a knee arthroplasty.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Patient's date of birth: (B)(6). Concomitant medical products: vanguard cr femoral catalog # 183028 lot # j3720494, vanguard dcm arcom catalog # 183440 lot # 357710.

Event description:
It was reported that the patient had an initial left knee arthroplasty. After one year, the patient was treated with injections to treat post-operative pain. No revision procedure has been reported to date.